Event description:
It was reported that pump declared cartridge change error, which interrupted insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer obtained another cartridge, resumed insulin delivery, and no additional issues were reported. Csa to replace pump. Customer reverted to an alternative method of insulin therapy.